Event description:
It was reported that during a vena cava filter deployment procedure, difficulties advancing the filter through the deployment sheath was experienced. Upon deployment some filter legs were crossed, two filter arms bent inwardly towards the center of the filter. A snare device was used to capture and retrieve the filter without incident. A new vena cava filter was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The filter was returned for eval and all 6 legs/feet and 6 arms were present and intact on the filter. Two short legs were crossed. No bent/deformed limbs were identified. Additionally, images were provided and reviewed. The image demonstrates two sets of filter legs crossed at the caudal anchors and two filter arms are bent in an inward direction towards the center of the filter. Based on the returned sample condition and the image review, crossed filter legs can be confirmed. Based on the image review, material deformation within the vena cava can be confirmed as two arms were bent inward. However, it should be noted that the filter arms were not bent/deformed upon receipt. The investigation is inconclusive for advancement issues.